Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Multiple attempts have been made requesting additional information. At this time no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Pain, erosion and extrusion are listed in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided, an emdr will be submitted. Remains implanted.

Event description:
The following was reported via maude event report mw5081007: "a mesh called phasix was used in hernia and stomal prolapse to fix it. The weak area of skin began to erode, and the mesh is visibly coming out of my abdomen between the belly wall and the stoma. It¿s touching and has stoma misshapen. It makes the skin where the stoma was created rip scar and bleed. The dr says 52 weeks until its gone. It horribly painful and prevents me from doing a lot of things I want to do. I have photos from surgery day one up to now. They show progression of mesh exposure from surgery (B)(6) 2018 if you would like them or to view them, please call me at (B)(6).